Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 1175 mcg/ml concentration at 466 mcg/day dose, morphine, 15 mg/ml concentration at 5.949 mg/day dose and sufentanil 100 mcg/ml concentration at 39.66 mcg/day at via intrathecal drug delivery pump for spinal pain. It was reported that the pump was alarming the critical alarm but telemetry had not been performed and he was not with the rep to perform telemetry to the pump. The patient was experiencing withdrawal symptoms and was admitted into the hospital. He believed the patient started having withdrawal symptoms on (B)(6) 2018 and was admitted to the hospital that night because he got a call from the hcp on (B)(6) 2018 regarding the event. Logs were run and pump motor stall was determined. No environmental/external/patient factors that may have led or contributed to the issue were reported. Pump was explanted and replaced. The explanted pump would be returned. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.